Event description:
The customer reported that some needles do not allow medication to pass through. While not all needles are affected, when the issue occurs, the customer replaces the needle and continues the process until one function properly. No information was received regarding any serious injury as a result of this product issue.